Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that a peripherally inserted central catheter (PICC) was placed on (B)(6) 2017 at 7:45 am and on (B)(6) 2017, the catheter was found to be leaking and was removed. The PICC was replaced with a single lumen PICC from another manufacture. The customer further stated that there was no injury to the patient as a result.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product related to this complaint is (B)(4). Dual lumen insertion tray x5 and product lot number: unknown. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. A sample consisting of one PICC catheter which came inside a generic plastic bag and it was received with two clearlinks attached to the catheter. The sample contained signs of use; blood residues. Under water test was performed and a leak below the butterfly could be identified on the catheter, however the origin of the leak could not be observed with a naked eye. Magnified pictures were taken and cut below the butterfly was observed. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined time; therefore the most probable root cause can be considered as unintentional misuse; the condition was more likely damaged during use caused due to an inappropriate manipulation by the user therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.